Event description:
It was reported that prior to an ap resection procedure, device received an instrument error code during testing. The scrub nurse retorqued the instrument and the tip just snapped off of the device. There was no reported pt consequence.